Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).

Event description:
It was reported the device displays a speaker malfunction error message and no sound is coming from the device. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The philips field service engineer (fse) went onsite and checked the device. He found the device speaker is defective and needed replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after the speaker was replaced. The device remains at customer site. The investigation concludes that no further action is required at this time.